Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the electrosurgical generator exhibited error code e433 and persisted without pedal connected. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated: d4, d8, g1, h2, h3, h4, h6, h11 the device was not returned to olympus for inspection. A definitive root cause could not be identified. It was identified during onsite device inspection that error e433 occurred. Based on the results of the onsite device investigation, it is likely the following led to the malfunction: error e433 was caused by motherboard which is connected to an alarming sound to warn the user. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.